Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedances has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular lead have been exhibiting high, out of range shock impedance (greater than 200 ohms) for approximately six months. Additional information was received that a technical service (ts) consultant reviewed the available device data, and provided recommendations to bring the patient in for a follow up appointment. Ts suggested lead integrity testing, pocket manipulation, isometrics, x-ray imaging and a 41j sync shock. The device remains implanted. No adverse patient effects were reported.